Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50 x 16 synergy drug-eluting stent was selected for treatment. However, resistance was felt upon introducing the stent through the guide and the stent itself was not even moving. When the physician pulled back the stent, the shaft was completely severed. The distal end with the stent was still attached and was still in the guide that was inside the patient. The physician pulled back the entire guide and cut it, so the distal portion of the stent and the delivery system was able to be removed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 16 mm stent delivery system was returned for analysis with a broken guide catheter and 0.014" guide wire. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a hypotube break 73.5cm distal to the distal end of the strain relief. A section of the shaft was damaged/stretched proximal to the midshaft bond. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.50 x 16 synergy drug-eluting stent was selected for treatment. However, resistance was felt upon introducing the stent through the guide and the stent itself was not even moving. When the physician pulled back the stent, the shaft was completely severed. The distal end with the stent was still attached and was still in the guide that was inside the patient. The physician pulled back the entire guide and cut it, so the distal portion of the stent and the delivery system was able to be removed. No patient complications were reported.